Manufacturer narrative:
It was reported that after an initial bunion surgery, radiographic images from a post-operative follow-up indicate the dorsal portion of the first metatarsal was fractured. Additional information indicates the patient had lesser bone quality, but did not complain of foot pain. No deficiencies or malfunctions were alleged/found with any tmc device, and no other patient outcomes were reported as a result of this event. The surgeon indicated the fracture would heal on its own and no additional treatment/procedure was performed to address the fracture. No devices were returned for evaluation as the hardware remains implanted. Device-specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. Although several factors can contribute to the reported event, the most likely cause cannot be determined based on the available information and no device being returned. However, it is possible that the patient's lesser bone quality, operator technique, and the post-op weight-bearing protocol contributed to what was reported. No deficiencies or malfunctions have been alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery, radiographic images from a post-operative follow-up indicate the dorsal portion of the first metatarsal was fractured. No deficiencies or malfunctions were alleged/found with any tmc device, and no other patient outcomes were reported as a result of this event.